Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system shut off twice during a procedure. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It has been reported to philips that the system shut off twice during a procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.